Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems reeceived a report from the mother of a 16 year-old male patient that a cup burst during use. This was the second experience for this counsumer; the previous experience has been reported to FDA in the MDR quarterly alternative report, january 1 through march 31, 1997 (manufacturer's report number 2011068-1997-00023). No injury occurred; however, patient's contact lenses were damaged. The manufacturer has implemented corrective actions to prevent reoccurrence of this event.